Manufacturer narrative:
We received one (B)(4) embolectomy catheter without the packaging for examination. The balloon was found to be ruptured between the windings with the latex still visible under both the windings. There does appear to be latex missing from the catheter. The windings and spring tip appeared to be in good condition. As stated in the product IFU the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material. The catheter body tube is also in good condition, there is no visible damage. A visual examination was performed using an unaided eye. Though we have confirmed product damage exists, there was no evidence of a manufacturing nonconformance found during the evaluation. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon "popped" during a case located in the brain. No missing latex was noted by the staff another catheter was used in the same site and worked fine. No patient complications